Event description:
It was reported to gore the following information: the gore acuseal vascular graft clotted two weeks after previous declotting. A stenosis was noted at the arterial anastomosis requiring stenting.

Manufacturer narrative:
Additional manufacturer narrative: review of the manufacturing records could not be performed as no lot number information was provided. The device was not returned. Consequently, a direct product analysis was not possible. Additional information about this event could not be obtained. As a result, no conclusion can be drawn. All information has been placed on file for use in tracking and trending.

Event description:
The following was reported to gore: the patient received an acuseal graft. The graft 'clotted off' within two weeks.